Manufacturer narrative:
(B)(4) date sent: 7/14/2016. Batch # (B)(4) the device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an ovarian cystectomy procedure, the tissue pad on two devices melted during the procedure. The procedure was completed using same like device. There were no patient consequences reported. There are no devices being returned.